Event description:
It was reported that during a carotid artery stenting procedure stent deployment problems occurred. The patient presented with symptomatic carotid stenosis. The target lesion was located in the internal carotid artery. A 0.035" guide wire was placed and an ace balloon was advanced. A distal protection system was also deployed at the bifurcation. An 0.014" guide wire was advanced through the stenosis, the patient was given atropine, and a 9x30mm adapt stent was deployed. Post dilation with a 5.5x20mm ultra soft sv balloon was performed. The physician felt that the stent did not deploy properly. Further post dilation was not performed due to the physician's concerns of dislodging debris. The procedure was completed with no reported patient complications. The patient was monitored without signs of peripheral embolization. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).